Event description:
It was reported that the battery gauge was fluctuating and pump battery would not charge. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump after leaving the pump plugged into a power source. The customer's blood glucose was 91 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.